Event description:
Pt complaine of shocks from an implanted defibrillator one month after implantation. Eval of pt revealed either a potential emi problem or lead failure. Lead ohmic reading greater than 2000. Could not duplicate problem in surgery. Leads replaced as a precaution to reported malfunction.